Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter - 17.00/2.0/070 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced refractive surprise. Reportedly "the post op refraction (-5) is quite a bit off from the predicted spherical equivalent (-2)." The lens remains implanted. Status of the eye: "likely will perform laser vision correction for residual refractive error. Pending". The cause of the event is unknown. Cause details provided: "could have been inaccurate pre-operative refraction". If additional information is received a supplemental medwatch report will be submitted. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's right eye (od). The patient experienced residual refractive error. Reportedly "the post op refraction (-5) is quite a bit off from the predicted spherical equivalent (-2)." The lens remains implanted.if additional information is received a supplemental medwatch report will be submitted.